Event description:
A (B)(6) male pt called to report that the response buttons on his monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) was confirmed. Upon evaluation, a crack was discovered on the rear response button flex cable. As a result, the rear response button functioned intermittently. The root cause for the cracked flex cable could not be positively identified. No adverse event resulted from the defective rear response button flex cable. The pt received a replacement monitor.